Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-02678. It was reported the patient's scs system was not proving adequate coverage for her back pain. The patient also stated she experienced a fall. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the leads were repositioned. Coverage was established intra-op and effective therapy was restored following the procedure.